Event description:
In 2008, the patient reported that she changed her insulin cartridge and the infusion device was not operating properly during priming. She stated that the infusion device was not displaying the units of insulin that were being dispensed, or counting down the units as it normally would. To troubleshoot, the patient was instructed to place the infusion device in the stop mode and to perform the prime function. The patient verified that the stop sign was visible on the display and insulin was dripping from the end of the infusion tubing. The patient attempted to press the check button to stop the prime but the infusion device would not respond. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.